Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same sterling balloon catheter. No patient serious injury or adverse event were reported. However, returned device analysis revealed balloon pinhole. Device evaluated by manufacturer: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 43mm from the tip and the tip is damaged. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.